Event description:
It was reported that this right atrial (ra) lead exhibiting noisy signals. Additionally, the signal artifact monitor (sam) disable minute ventilation (mv) for atrial fibrillation (af). The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).